Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of over-sensing, and pacing anomaly were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Further sensitivity evaluation measured at most sensitivity level found sensing parameters within normal range. Evaluation of the output signal found all pacing parameters within normal range. Additionally, visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented with arrhythmia and a pacemaker that exhibited far field oversensing and pacemaker mediated tachycardia (pmt). The pacemaker was explanted and replaced. The patient was in stable condition.